Event description:
The pt underwent pelvic arthrodiastasis in 2008. A few days after surgical application of the external fixation device, two screws broke directly on the edge of the corticalis (proximal femur). The fixator was in place without any external trauma, under usual distraction. A second surgery was required to replace the broken screws.

Manufacturer narrative:
The device was subjected to chemical, mechanical, metallurgical and failure analyses. No metallurgical defects were detected. Technical analysis performed on the device confirmed its compliance with orthofix product specifications. Based on these analyses, the breakage occurred because of a bending fatigue failure. From the x-ray eval, the threaded part of the screws were shown to protrude from the bone at least 2 cm. According to the orthofix leaflet, "screw and thread length should be selected in accordance with bone and soft tissue dimensions. Screw thread lengths are provided in increments of 10mm, so that no more than 10mm of thread should be exposed outside the entry cortex. Excessive penetration of the second cortex by any type of screw should be avoided because of the risk of tissue damage. Bone screws should never be inserted so that the smooth shank penetrates the entry cortex because of risk of damage to the bone." Considering the lack of info received on the pt diagnosis before treatment, orthofix intl medical director stated "the arthrodiatasis would probably have been used to treat perthes disease of the hip, which is an avascular necrosis of the head of the femur in children. The reoperation was carried out to replace the broken bone screws so as to provide treatment for the condition. We know that if the condition is not treated there may well be a permanent impairment of a body function (in this case hip movement and function); however, this would develop from the disease process and not the broken screws. If the screws had not been replaced, the treatment would have failed." A review of orthofix historical records shows that no other similar failures have been reported on this type of screws since 2002. Orthofix failure analysis in this case concludes that the breakage is most likely attributable to an incorrect application of the device.